Event description:
The account stated falsely depressed architect ca19-9xr results were generated on two patient specimens. In addition, the account stated the controls generated erratic results as well, but all the erratic control values were within range. Patient 2 generated architect ca19-9xr = 28.3 but when the specimen was repeated on another architect analyzer it was ca19-9xr = 285.94. No units of measurement was provided for the architect ca19-9xr results. The account believes the higher repeat results on the other architect analyzer are correct. No additional patient or testing information was provided. The falsely depressed architect ca19-9xr results was not reported outside of the laboratory. No impact to patient management was reported.

Event description:
The customer reported the system is displaying an intermittent dap fault. No patient injury was reported.

Manufacturer narrative:
(B) (4) - evaluation - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A review of complaint data determined that a product deficiency is not likely. Acceptance criteria were met for the complaint tracking and trending review. The account provided additional information that the issue appeared to be related to the performance of one of the instruments. A dirty probe was cleaned and the customer indicated that the instrument performance improved. The investigation team reviewed quality records to determine if other customers had experienced similar issues that might warrant further investigation. This review did not show any unusual activity related to the customer observations. The investigation team also tested an in-house panel using material from abbott facility of lot 74227m200. The panel testing produced acceptable test results indicating that the reagent lot is accurately detecting clinically significant concentrations. As a result, the investigation team determined that the product is performing as expected. No product deficiency was identified.